Event description:
User facility reported that during a novasure endometrial ablation procedure, the device burned through the fundus and burned part of the bowel. The physician subsequently performed a hysterectomy and a bowel resection. The patient was reported to have "no further complications". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
A device history record (DHR) review was unable to be conducted for the disposable novasure device as a lot number was not provided by the complainant. The complainant indicated the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental report will be filed.